Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. Reportedly, the patient had chills and purulent discharge at the corner of the pocket incision. There was no additional adverse patient effects reported. This ICD was explanted.